Event description:
The patient reported a portion of the neurostimulator was cut off by their sister. The patient was advised to contact their doctor immediately to schedule an evaluation of their incisions. As of (B)(6) 2025, no reports of intervention have been provided and the patient will be monitored for signs of infection.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device off-label, not performing an x-ray immediately after the implant procedure to confirm device placement, implanting a damaged neurostimulator, and implanting the device after the expiration date have been ruled out. However, patient non-compliance was identified as a portion of the device was cut off by their sister. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance as the patient's sister cut off a portion of the device (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.